Event description:
Customer reports obtained a reading of 293 mg/dl on their prcision qid meter. The customer took extra insulin based in this high reading. Customer began feeling more sluggish than normal, but continued receiving high readings on the meter. Before calling, the customer became aware of the calibration bar lot number not matching the test strip lot number that it came with. The improperly calibrated meter may have contributed to the reported mistreatment of the custumer.